Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture.

Event description:
Physician reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: extended opening, yellow particles and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: a sharp opening with localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and non penetrating nicks. Based on the device analysis, the final assessment is a sharp opening with localized stresses induced assessed as surgical impact.

Event description:
Physician reported right side rupture. The device has been explanted.